Manufacturer narrative:
(B)(4) : information was not provided by the initial contact. (B)(6).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was leaking. When there was a 10mm device inserted in the trocar the leak was slow, but when they changed the device to a 5mm instrument the leak was significant. The case was completed with the device. There was no patient consequence.